Manufacturer narrative:
Date of event: is an estimate.

Event description:
It was reported the patient had an ams sling xp implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) due to an unspecified reason.